Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was fixed in the rv and dislodged while slitting the catheter. The lead was extracted from the patient¿s body and the helix was retracted and myocardial tissue was stuck around the tip of the lead. In order to remove the tissue off the tip, extension of the helix was attempted. It had to be rotated around 25 times and then suddenly extended. The tissue was removed very carefully without damaging the helix, and then the doctor confirmed that the helix was bent. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.